Manufacturer narrative:
(B)(4). The device was not returned to baxter, and therefore a sample evaluation will not be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a program change by the home choice (hc) during dwell cycle. The home patient (hp) may have gotten into the program menu, and the hc now displayed dwell 1 of 121. The baxter technical representative (tsr) referred the hp to an on-call nurse to review and adjust the therapy setting. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed for the reported issue. Root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.